Event description:
Infant warmer had been placed on servo mode - heater quit. It would start again only when turned on and off and on again. This had happened numerous times. Infants may experience cold stress under these conditions repeatedly. Air shields was notified by vendor and approved it being placed back into operation. This has been the case before and there is concern of future problems that could be of a more serious nature.